Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation. The logs were provided for review. Logs show these pca infusions taking place: on (B)(6) 2025 and 12:40am a pca start of 30ml syringe; dl: morphine. At 8:40am infusion was stopped with a volume infused to 19.0ml. At 8:45am therapy was reset to zero volume and at 12:52pm syringe empty alarmed stopping the infusion with a volume infused to 10.57ml. At 1:09pm 30ml syringe was selected and pca infusion continued. On (B)(6) 2025 and 7:00am syringe empty alarmed stopping infusion with a volume infused to 41.08ml at 7:10am 30ml syringe was selected and pca infusion continued. At 9:05pm with a volume infused to 67.08ml infusion was stopped with no further infusions taking place. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when pump discontinued there was 4 ml/4 mg morphine left in syringe and pump showed 22.8 ml/mg.